Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. A simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and valve actuation test. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy with the liberty select cycler and the patient event of cardiac arrest and subsequent death as the patient was in active treatment at the time. However, there is no documentation in the file to show a causal relationship between the liberty select cycler and the adverse event. Additionally, there is no report of a device malfunction or deficiency reported for this event. The patient was in rehabilitation for a recent hospitalization and was experiencing continued issues with blood pressure and confusion. In addition, the patient was experiencing rectal bleeding and has prostate cancer (unknown stage) complicated by c-diff infection all of which could have contributed to the event. Based on the available information the liberty select cycler can be excluded as the cause of the patient¿s cardiac arrest and death.

Event description:
A nurse called fresenius technical support stating that a patient passed away on the liberty select cycler. Upon follow-up with the program manager and review of the medical records provided, it was reported the patient expired during treatment on (B)(6) 2019. The patient had been admitted to an inpatient rehabilitation facility on (B)(6) 2019 following a hospitalization for metabolic encephalopathy of undocumented origin with a history of prostate cancer. The patient also had rectal bleeding and clostridium difficile (c-diff). The patient was being treated with vancomycin 50mg/ml oral solution, 2.5mls orally 4 times per day for 10 days. The patient had been progressing slowly in therapy limited by orthostatic hypotension and increasing confusion. Multiple modalities including compression and medications were utilized for the hypotension though limited in effect. On (B)(6) 2019 at approximately 05:48 hours the patient was found unresponsive and not breathing by the dialysis nurse. The patient was connected to the liberty select cycler at the time. A previous check at 03:30 hours found the patient well. A code blue was called and advanced cardiac life support (acls) protocols were initiated. Resuscitative efforts ensued for approximately 30 minutes prior to discussion with the family and determination for cessation of efforts. The code was called and time of death 06:25 hours. The suspected cause of death is cardiac arrest. The documentation for pd treatment on the date of death was not documented. However, the treatment from (B)(6) 2019 was completed with no issues. There were no reported alarms or issues with pd therapy prior to the cardiac arrest and death.